Event description:
Pt reported infusion device beeping erratically and displaying "2.01" with four dashes. She indicated that the power pack had been in use for 1-1 1/2 weeks at the time of the event. Pt stated that she experienced elevated blood glucose of 388 mg/dl. The only symptom of high blood glucose was reported was thirst. The pt stated she was at work and was in a hurry to get off the phone to go home and change her power pack. Upon follow up the pt stated she was aware of the recall and her infusion pump was functioning properly. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.